Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6): product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving hydromorphone via an implantable pump for non-malignant pain. The patient reported it was taking longer and longer for the device to start up. Patient stated it would go to 90% and stay there at 90% for maybe 5 minutes or so before it kicks over and delivers medications or whatever. Patient stated she sees no pump found now. Patient said they saw a representative last month and the representative told her to reboot it and restart it and it started working faster and better but now it was back to dragging again and rebooting it did not help at all. Agent confirmed no issues with the pump and just the handset. Agent walked patient through clearing data and closing all active applications. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the first time they called about 4-5 months ago, it was running slow when they got ready to pump the medication and they walked her through what to do and it speeded up. The patient stated that this time they want to write down the information, so they do not have to keep calling medtronic. The agent walked the patient through clearing data and connecting to the pump. The patient was able to successfully connect and stated that they had 2 hours and 6 minutes left. The troubleshooting steps that were taken on the call resolved the issue.